Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the auto-rbc products. The customer stated that drbc product failed wbc count in the lab. Wbc counts were 2.3 on product 1 and 7.3 on product 2. She stated that the operator manually added as3 to the second bag. No pressure issues were noted during the procedure or the first as3 addition. The as3 line was sterile docked onto product #1 and volume was added. Both products were marked as leukoreduced by the trima. The customer's primary question is if the wbc failure occurred due to the manual addition of as3. No medical intervention was required for this event. Donor unit # (B)(4). Patient gender and weight are not available at this time. The disposable set and filters were disposed of and will not be returned. This report is being filed due to possible device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4).the device history record was reviewed. Nothing was found that was related to this event.root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. The rdf analysis did not find a conclusive cause for the elevated wbc count in the rbc product. No unusual process variable was identified and the trima accel system operated as intended. It cannot be ruled out that this leukoreduction failure could be the result of an issue with the filter. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.